Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of unspecified over-sensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the unspecified over-sensing was noted on the implantable cardioverter defibrillator (ICD) or the right ventricular (rv) lead. It was unknown which device.